Manufacturer narrative:
Navarrete, eduardo g., et al. "Vagus nerve stimulation (vns) for the treatment of pharmacoresistant epilepsy: the spanish experience."

Event description:
Reporter indicated that a pt's vns device was explanted due to lack of efficacy.